Event description:
Please see manufacturers narrative for product evaluation.

Manufacturer narrative:
The purpose of this report is to provide FDA with missing, new and changed information as well as the product evaluation report. Device evaluation: the affected hook electrode electrode was visually inspected by the sales representative in the user facility, however the product was not sent back for further investigation there was damage to the insulation of the hool electrode in the upper shaft area. Furthermore, the affected hook electrode was probably inspected and/or repaired by a third-party company in (B)(6) 2020, there is an evidence in the upper shaft area: a marking "ncm/10/20". The material of the insolation probably no longer matches the specifications. Due to a third-party repair, the hook electrode is no longer a product of the company richard wolf gmbh. Since the incident was caused by a product that was probably repaired by an unauthorized company, the incident has no effect on the risk assessment and the risk assessment "b2-1 rev. 04 - reusable electrode" remains valid. Richard wolf gmbh(rwgmbh) considers this matter closed. However, in the event rwgmbh receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporati-on(rwmic) submitting report on behalf of rwgmbh report on behalf of rwgmbh.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4). A follow up report will be submitted when new information becomes available.

Event description:
The user describes the incident and the consequences for the patient as follows: during lap cholecystectomy at electro coagulation in liver bed (bleeding control) isolation defect 2nd degree burn of skin (about 2cm²) at trocar in medioclavicular line below right costal arch.